Event description:
It was reported that approximately nine years after it was initially implanted, the device was revised due to loosening. Dr reported the event to a smith & nephew sales rep, who reported the event to co. Co spoke with dr about the event and he could not explain why the device became loose, it just did, so he revised.